Manufacturer narrative:
MDR 3007966929-2019-00127 / device 59 of 257. Cathy-closed suction system. (B)(6). Date of device manufacture: 06/2018. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the sterile product "has moisture / water inside packaging". Photograph depicting the reported compliant issue was submitted by the complainant. The product was not used, no harm reported.